Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: a study was performed based on a retrospective review of data collected on dialysis patients undergoing intervention between november 2007 and june 2011. A total of 38 stent grafts were placed during the 44 month period; 9 were placed for pseudoaneurysm, 20 for stenosis, and 9 for a combination of pseudoaneurysm and stenosis. Seventeen of the stent grafts were placed into av fistulas and the other 21 were placed into av grafts. The stent grafts were chosen based on anatomic considerations and included: flair endovascular stent grafts, fluency endovascular stent grafts, viahahn endoprostheses and covered wallstents. Eleven patients presented with complications which included migration (four), fracture (four), and erosion (three). Six of the complications occurred within the pseudoaneurysm, three within the pseudoaneurysm and stenosis, and two within the stenosis group. Once the complication occurred, ten of the eleven sites had to be abandoned. One thirty day mortality was reported in the group of patients due to readmission for congestive heart failure and sepsis. There was no difference in complication rate related to any particular stent graft. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through an article in the journal of vascular surgery titled "complications of endovascular grafts in the treatment of pseudoaneurysms and stenoses in arteriovenous access", during a 44 month period, there was one 30-day mortality reported as an outcome of the stent graft complications due to readmission for congestive heart failure and sepsis. It is unknown if there is a linkage between the death and the device which may or may not have contributed to the patient's death.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Journal article review: a study was performed based on a retrospective review of data collected on dialysis patients undergoing intervention between november 2007 and june 2011. A total of 38 stent grafts were placed during the 44 month period; 9 were placed for pseudoaneurysm, 20 for stenosis, and 9 for a combination of pseudoaneurysm and stenosis. Seventeen of the stent grafts were placed into av fistulas and the other 21 were placed into av grafts. The stent grafts were chosen based on anatomic considerations and included: flair endovascular stent grafts, fluency endovascular stent grafts, viahahn endoprostheses and covered wallstents. Eleven patients presented with complications which included migration (four), fracture (four), and erosion (three). Six of the complications occurred within the pseudoaneurysm, three within the pseudoaneurysm and stenosis, and two within the stenosis group. Once the complication occurred, ten of the eleven sites had to be abandoned. One thirty day mortality was reported in the group of patients due to readmission for congestive heart failure and sepsis. There was no difference in complication rate related to any particular stent graft. Zink, j. N., netzley, r., erzurum, v., & wright, d. (2013). Complications of endovascular grafts in the treatment of pseudoaneurysms and stenoses in arteriovenous access. Journal of vascular surgery, 57(1), 144-148. Doi: http://dx.doi.org/10.1016/j.jvs.2012.06.087 image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the provided information contained in the article, a total of 38 stent grafts were placed during the 44 month period; 9 were placed for pseudoaneurysm, 20 for stenosis, and 9 for a combination of pseudoaneurysm and stenosis. It is unknown which indication the flair stent graft was used to treat. If used to treat the pseudoaneurysm, this is considered to be an off label use for this device, as the device is indicated for the treatment of stenoses at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts, not for use in the treatment of pseudoaneurysms. It could not be determined from the provided information if the use in this treatment modality contributed to the root cause of the event. The definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) state: potential complications and adverse events: complications and adverse events associated with the use of the flair® endovascular. Stent graft may include the usual complications associated with endovascular stent and stent graft placement and dialysis shunt revisions. Previously reported. Complications include: thrombotic occlusion, restenosis requiring reintervention, pseudoaneurysm, vessel rupture, perforation, pain, infection, hemorrhage, hematoma, arm or hand edema, steal syndrome, congestive heart failure, cerebrovascular accident and death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through an article in the journal of vascular surgery titled "complications of endovascular grafts in the treatment of pseudoaneurysms and stenoses in arteriovenous access", during a 44 month period, there was one 30-day mortality reported as an outcome of the stent graft complications due to readmission for congestive heart failure and sepsis. It is unknown if there is a linkage between the death and the device which may or may not have contributed to the patient's death.